Event description:
As reported by the edwards field clinical specialist, following deployment of a 26mm sapien valve in a 50:50 position via a transfemoral approach, central aortic insufficiency (cai) was noted on echo and angiogram. The physician determined that the cai was being caused by native leaflet overhang, so a second 26mm sapien valve was deployed in a more aortic position, which resolved the cai. The native aortic annular diameter was 25mm by tee. The native aortic valve was moderately calcified. The aortic root was mildly calcified. The patient¿s ejection fraction (ef) was 35%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the tavr procedure. The edwards training manual instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the cause of the cai cannot be confirmed. However, per the implanting physician, the likely cause of the cai was native leaflet overhang. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.